Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced skin irritation and overgrowth at the abutment site. Subsequently, the patient underwent revision surgery, under a general anaesthesia, to replace the abutment and excise the excess skin.